Event description:
Unable to clear ua20 (position out of range).

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll medical corporation on (B)(4) 2012 and was analyzed. Visual inspection of the platform revealed a damaged encoder cover and a missing battery partition cover. These parts were replaced. The reported complaint of "ua20 (position out of range)" was not confirmed. The unit was run with no problems found. The board work as intended and it passed final test. No adverse event reported.